Manufacturer narrative:
Evaluation summary: the cmos chip replaced. Correction information g6: follow up #1 h2: type of follow up h4: device manufacture date h6: coding changed based on the investigation result

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805.

Event description:
Blurry image found at the workshop after a minor repair during the qc. This event occurred at the time of during inspection. There was no report of patient harm.